Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported there were holes in the tubing line and a fluid leak occurred during treatment. The patient reported this occurred about two days after the patient's previous call on (B)(6) 2024. The patient reported the whole box had damaged cassettes. Fluid reportedly did not come in contact with the cycler, the sample was no longer available to be returned for evaluation. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated on (B)(6) 2024 the patient the patient set up treatment and noticed a broken connector at the patient line of the fresenius cassette. The patient never did treatment with this product and the product was saved and is with the pd nurse at the clinic for return to manufacturer. The patient set up with new supplies and during an unspecified phase in treatment it was noticed that the cassette was leaking from a pin hole in the patient line. The cassette was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there were holes in the tubing line and a fluid leak occurred during treatment. The patient reported this occurred about two days after the patient's previous call on (B)(6) 2024. The patient reported the whole box had damaged cassettes. Fluid reportedly did not come in contact with the cycler, the sample was no longer available to be returned for evaluation. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated on (B)(6) 2024 the patient the patient set up treatment and noticed a broken connector at the patient line of the fresenius cassette. The patient never did treatment with this product and the product was saved and is with the pd nurse at the clinic for return to manufacturer. The patient set up with new supplies and during an unspecified phase in treatment it was noticed that the cassette was leaking from a pin hole in the patient line. The cassette was discarded and was no longer available to be returned for evaluation.